Event description:
Pt reports they change cartridge/cassette at intervals greater than 50 hours, until they hear the pump alarms. Rph encouraged pt to change at every 48 hours as prescribed and to make sure there is not therapy gap/pump alarm to minimize risk of therapy gap. Pt reports experiencing flushing. Pt reports although they look sunburned, it does not bother them. Rph advised pt to keep monitoring and report if it becomes worse/uncomfortable. Pt also reports they are traveling for a family funeral and they injected their winrevair dose 1 week earlier than expected by mistake. Pt reports experiencing slightly increased instances of nosebleed, but other physical changes so far. Pump serial numbers currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available.